Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported that a zero tip basket device was used during a retrograde intrarenal surgery (rirs). During the procedure, after removing a few stones and while the basket was out of the patient it was noticed that the pull wire was partially detached from the handle. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter phone). Block h6: device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported that a zero tip basket device was used during a retrograde intrarenal surgery (rirs). During the procedure, after removing a few stones and while the basket was out of the patient it was noticed that the pull wire was partially detached from the handle. The procedure was completed with another of the same device with no patient complications.